Event description:
Determined to be reportable based on additional info received on 9/11/06. Uit was reported that during a coronary intervention, the shaft of the ultra2 monorail cutting balloon became damaged. There was no pt compllications, and procedure was successfully completed. Additional info provided states that this was a 95-98% stenotic lesion located in the proximal left circumflex artery (cx). The balloon was inflated 3 times; 2 atms for 120 sec, 3 atms for 90 sec, and 4 atms for 120 sec. Repeat angiography showed residual low grade stenosis (10-30%) and an apparent local limited dissection. A this point, a cordis cypher stent was positioned to span the residual stenosis and apparent local dissection, with a final angiography showing a residual negative grade stenosis and no apparent dissection. Pt was transferred to the ward in stable condition, continuing medications of integrillin, oral aspirin, and plavix.

Manufacturer narrative:
The analysis of the device confirmed that the hypotube was broken. The analysis of the device for this complaint confirmed that one blade/pad missing off the balloon and the distal tip torn off the catheter. The other two blades were intact. Both proximal and distal marker bands were intact to the inner lumen. It was observed that one blade was bent at the mid section of the balloon. Based on the procedure notes, no info is available that details what actually happened to the cutting balloon to cause this damage. The balloon was inflated 3 times to 4 atm and removed. It is possible that the balloon caught on a previously placed stent or on the sheath during removal from the pt which in turn tore off a blade and damaged the distal tip. The directions for use for this product states that 'if resistance is encountered when withdrawing the cutting balloon through the glide, consider removing the guide and the catheter as a complete unit'. A device history record review has been carried out on the reported lot eg0258 where no deviations in relation to this complaint were noted for the batch. There is one similar complaint recorded for this lot, with analysis confirming that there was a broken shaft, and the root cause determination being 'user'. Physician was notified of results of analysis. He stated that he was not aware of any separated pieces from the device, and did not feel that any additional intervention was necessary.